Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing resulted an inappropriate mode switch and the impedance dropped below lower limit caused in polarity switch. It was noted that the patient complained of pulsations at device implant area and left shoulder with every pacing impulse. Programming change was performed by lowering down the impedance limit and reset the lead to bipolar. The patient remained stable throughout assessment and upon leaving the clinic.